Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 3.7 mmol/l at 9:10pm. 8.0 mmol/l at 09:13pm. 7.8 mmol/l at 09:15pm.